Manufacturer narrative:
On 5/9/97, a facility nurse informed the MFR's rep. That the patient was seen on 5/8/97, for a device refill. The return volume of the device = 24.5cc, the refill period = 14 days and the device flow rate = 1.8ml/day which the facility nurse stated was a little bit better. Additionally, the facility nurse informed the MFR's rep. That the device, would remain implanted for continued use in the patient's therapy regimen. Since the device will remain implanted and continue to be utilized in the patient's therapy regimen, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no MFR's investigation of this event is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
The device was implanted on 9/16/96, for infusion of fudr via the hepatic artery for treatment of cancer. On 4/01/97, a facility nurse contacted the MFR's (MFR) clinical rep to inform her that at the last device refill, the residual volume (rv) was 40.5ml which indicates a device flow rate (fr) of 0.6ml day. The calibrated of the device is 2.13ml/day. The facility nurse stated that the fr of the device has been steadily decreasing in the past few months. The device fr has been between 1.5-1.8ml/day. On 3/31/97, the device was refilled with 50ml. The device sideport was not tested for patency at that time. The MFR's clinical rep recommended that when the pt returned on 4/3/97, the device sideport declotting procedure should be performed. No further details were provided at this time.